Event description:
It was reported that after the surgeon inserted an aq2015a three piece silicone lens and he could not get it to unfold properly in the eye. The lens was removed and another same model lens was inserted without any patient injury. The reporter stated the incident was likely due to a loading error and the fact that this surgeon is very meticulous and likes the lens to seat perfectly.

Manufacturer narrative:
(B) (4). (B) (4).